Manufacturer narrative:
The subject device was returned for to olympus for service. The service evaluation confirmed the customer¿s reported issue, a black screen is displayed, due to a defective cable unit. A visual inspection observed deformation/kinks and knots on the cable unit. The investigation is ongoing, however, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus was informed by the clinical manager at the user facility that the customer high definition autoclavable camera head has an image defect, ¿black screen¿. The reported problem was found during procedure. The intended procedure was completed using another similar device. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the loss of image was due to a cable failure. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.